Event description:
It was reported that the back screw came out and the device fell apart. The device was left in a repair bin. Pt involvement is unk. Adverse consequences are unk.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was confirmed. Based on the investigation details, the back nut may unthread due to autoclaving cycles and the vibration on the handpiece during use. The back nut and housing were each replaced along with other components.